Event description:
User of the co's device was being loaded onto a bus. Operator of the bus used a lifting device (ramp) to lift the user into an enter/exit situation. User allegedly fell off of the ramp while seated on the device that the co mfg, and is claiming "serious" injuries.